Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) and the ketone level was large. Insulin injections and water were used to address the bg and ketone level. The contact did not think the pump was working correctly. No additional information was provided. As per the customer's healthcare provider, the customer reverted to using a non-tandem pump for insulin therapy.